Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and found to fail the fiber test on the loop fiber when installed on a test fixture. The parallelogram fiber was further tested and confirmed to be the source of the low power. The complaint was confirmed based on failure analysis. The probable root cause is due to an issue with the parallelogram fiber within the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 4 kept faulting. The tse found error 32097 in the logs pointing to usm 4. The procedure was completing as planned with no reported injury.